Event description:
Customer reported issues with the insulin pump. Customer states that there are issues with the buttons. Customer states that the blood glucose reading is 156 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with intermittent buttons due to moisture damage on keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.